Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-723a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks and partially erased red octagonal sign, and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped working after 227,019 joules and 32 minutes of use. The fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber was utilized to complete the procedure. Patient outcome: there was no report of harm to the patient.